Manufacturer narrative:
This is a supplemental report for MFR report #8010047-2020-02321. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of this phenomenon of the subject device could not be conclusively determined, however, there was the possibility that the foreign matter may have entered into the instrument channel of the subject device in unspecified timing. The instruction manual of the subject device states the corresponding method in case of an abnormality.

Manufacturer narrative:
The subject device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during initial cleaning after repair it was found that while the cleaning brush was passed through the instrument channel of the subject device, unspecified black substance came out from the instrument channel. Other detailed information was not provided. There was no report of patient injury associated with the event.